Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy acusnare polypectomy snare to remove a plastic biliary stent. When the snare was extended from the sheath, the snare wire separated from the handle. The snare was removed from the pt with colonic biopsy forceps. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. The initial reporter informed a company representative of this occurrence on 7/1/2008. The designated complaint handling unit (customer quality assurance) was not informed of this occurrence until 7/31/2008. The appropriate personnel have been notified of this in an effort to reduce occurrences of this nature.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. The product is currently en route to cook endoscopy. A follow-up MDR will be submitted within 30 days of receiving the device for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from the lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. This acusnare polypectomy snare was used to remove a plastic biliary stent. The intended use for the acusnare polypectomy snare listed in the instructions for use states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use advise the user not to use this device for any purpose other than the stated intended use. Usage of this snare for removal of a plastic biliary stent is likely to have contributed to the reported observation. Prior to distribution, all acusnare polypectomy snares are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirement prior to shipment. Corrective action. No corrective action is warranted at this time because the info provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.